Event description:
The customer reported an inability to acquire 12-lead on a patient. There was no indication that the patient was negatively impacted.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after implant duration of approximately 4.7 months. On 09/21/2009 (through follow-up with the health-care provider), it was learned that the device was explanted, due to endocarditis (source of infection: hd catheter).

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.